Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. The field service engineer attempted to get the pockets to display, but they continued to appear as not detected. Subsequently, he removed all the pockets from the old drawer and transferred them into the new drawer. After allowing the new drawer to boot up into the application and update any assigned firmware, he placed it into the station. He then proceeded to the diagnostics to conduct tests and permitted the customer to test as well. The diagnosis included performing the acceptance test for the drawer, during which all the pockets opened and popped out, and the drawer was detected. This allowed the customer to inventory a medication without encountering any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had door failure and failed to read the pocket. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.